Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the emergency department (ed) with a yellow wrench alarm. A backup battery (ebb) fault alarm was noted since the night before. Interrogation showed some low voltage alarm events. The patient denied depleting or sleeping on batteries. The ebb was reseated and the yellow wrench/ebb fault alarm resolved. Log files were submitted for review and captured three separate instances of low voltage hazard/no external power events on (B)(6) 2025 in the afternoon. It appeared that the mobile power unit (mpu) lost total power enabling the ebb in the system controller until power was restored to the mpu. Ebb faults were also noted starting at 0343 on (B)(6) 2025 and continued for the remainder of the log. It appeared that these faults were caused by the ebb failing the load test.

Manufacturer narrative:
Section g3 - PMA/510(k) #: corrected. Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log files; however, it was not reproduced. On 06jun2025 at 13:03:06, the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing. This was consistent with a loss of ac power. The alarm cleared on its own shortly after power was restored at 13:04:08. Similar no external power events while connected to the mpu were observed intermittently from 13:04:26 - 13:14:24. The backup battery was able to provide power to the controller during these events. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. Additional information in relation to the mpu asked if the unit had a v-lock connector, if the ac power cord came loose from the wall outlet or the back of the unit, and if there were any environmental factors that contributed to the power loss. These questions were unanswered by the patient as there has been no return call. Additional information states the mpu remains in use and would not be returning for further analysis. A root cause of the reported event could not be conclusively determined through this analysis. A CAPA was created to implement a straight v-lock connector on the mpu due to a human factors study that indicated that the v-lock cord has a natural hand position to complete insertion into the mpu power cord socket therefore providing a secure connection to the mpu. The reported event indicated that there was a loss of power to the mpu, it's not known whether a v-lock was in use at the time of the event. No serial or lot number was provided by the customer to perform a device history record review. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5- ¿alarms and troubleshooting¿ explain how to interpret and troubleshoot no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.